Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (packing coil) and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, while the physician was advancing the packing coil through the mid-shaft of the microcatheter, the packing coil became stuck, and the physician kinked the pusher assembly. When pulling the pusher assembly back, the packing coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached packing coil was removed. It was reported that the packing coil was flushed out of the microcatheter on the back table. The procedure was completed using three non-penumbra coils, along with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end, the pusher assembly was fractured, and the pull wire was retracted from its original position on the distal end of the pusher assembly. If the pusher assembly is advanced against resistance, damage such as a kink may occur. Further manipulation of the kinked device may worsen to a fracture. The patient¿s tortuous anatomy may have contributed to resistance during the procedure. The fracture on the pusher assembly likely contributed to the embolization coil detaching from its pusher assembly. Further evaluation revealed an additional kink on the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.